Manufacturer narrative:
(B)(4).

Event description:
It was reported that a merlin.net transmission revealed the right atrial lead exhibited noise on (B)(6) 2016 the patient presented to the clinic for a follow-up, and the right atrial lead noise could be reproduced. The secure sense feature was turned off. The lead remained implanted; the patient was in stable condition.